Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are: (B)(6). Patient age not provided by reporter. Unknown when itching or inflammation actually started. Additional product code: hwc. Not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a fixation of the right tibia procedure on (B)(6) 2015 from falling off a hover board on (B)(6) 2015 and was implanted with synthes products. On (B)(6) 2016 the patient complained of itching and inflammation. The patient will see an allergist on (B)(6) 2016 to determine whether the patient has a metal allergy. There was no surgical procedure performed at this time. This report is 3 of 9 for (B)(4).